Event description:
A patient was implanted with a trochanteric fix nail (tfn) and 11.0mm helical blade on (B)(6)2013. On an unknown date, the tfn cut out of the femoral head anteriorly. Patient developed a hip infection on an unknown date. This was verified by the surgeon on (B)(6) 2013. Patient underwent revision surgery for removal of hardware on (B)(6) 2013 and was converted to hemiarthroplasty. The titanium tfn, 11.0mm titanium helical blade, and 5.0mm titanium locking screw were explanted. No additional information is available. This report is for an unknown helical blade. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.